Event description:
Boston scientific received information that this lead was exhibiting oversensing which lead to pacing inhibition. Isometrics were performed which were unable to elicit any further issues. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects. When additional information becomes available, this report will be updated.

Manufacturer narrative:
On 7/22/2015 - the explant date and analysis were provided. Upon receipt, the lead under complaint was found dissected approximately 6 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.